Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following cataract surgery with an intraocular lens (iol), there was a refractive surprise. The primary iol was exchanged for a new iol "of similar power." The patient is now doing fine. The physician feels the original iol was mislabeled with the incorrect diopter. Additional information has been requested.

Manufacturer narrative:
The product manufacturing site has been updated due to receipt of the iol serial number. The manufacturer report number corrected and reported under 9612169-2019-00303. The manufacturer internal reference number is: (B)(6).